Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 495-550mg/dl with this meter. Last 5 blood results in memory: hi,hi, 574mg/dl, hi, 492mg/dl. No adverse event reported.